Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with fragments of the event unit. Visual inspection confirmed that fragments of the pusher, a plastic component located in the shaft, had broken off. Engineering observed that the lockout, a metal component located in the shaft, was also broken. Based on the condition of the returned unit, it is likely that the reported event was caused by the compromised lockout component. It is likely that the lockout indexing tab yielded to the pusher, which allowed it to advance into the jaws and become damaged. The probability and criticality of harm resulting from these failures have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the device enhancements.

Event description:
Procedure performed: lapcholy, resection of gallbladder. "During the case lapcholy , the surgeon made the dissection of artery in order to clip it , then he used the clip applier 5mm , once he start to clip , the clip didnt go from shaft , he took it out to fire it , and is working , then he tried to fire it again in the artery, in that time the tip of clip was broken into 3 small pieces , and it took him more than 30 mins to take out the pieces broken from inside the body , we have the sample broken , please advise." Additional information was received via email on 29mar2019 from business manager: patient is normal status ( healthy patient ) ¿ doing lapchole . Procedure completed with competitor device 5mm clip applier. Procedure done using standard laparoscopic technique. Trocar 2 ( 5mm optical ) , 2( 11mm optical ) used. Photos are attached. The clip applier tip not the titanium tip of clip itself , please find attached some pictures of the broken tip. Patient status: normal status ( healthy patient).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lapcholy, resection of gallbladder. "During the case lapcholy, the surgeon made the dissection of artery in order to clip it, then he used the clip applier 5mm, once he start to clip , the clip didnt go from shaft, he took it out to fire it, and is working, then he tried to fire it again in the artery, in that time the tip of clip was broken into 3 small pieces, and it took him more than 30 mins to take out the pieces broken from inside the body, we have the sample broken, please advise. " additional information was received via email on 29mar2019 from business manager: patient is normal status ( healthy patient ) ¿ doing lapchole. Procedure completed with competitor device 5mm clip applier. Procedure done using standard laparoscopic technique. Trocar 2 ( 5mm optical ), 2( 11mm optical ) used. Photos are attached. The clip applier tip not the titanium tip of clip itself, please find attached some pictures of the broken tip. Patient status: normal status ( healthy patient ).